Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up,this device displayed a red warning screen with the message that the device required immediate attention. Boston scientific technical services (ts) was contacted and it was confirmed after reviewing the data that the warning was caused by a da error. The da error recorded in the firmware log occurred on (B)(6) 2014 and was automatically detected and corrected at that time. This is a bitflip that can occur causing a temporary reset. It was discussed it was a benign error and patient therapy is not affected. No adverse patient effects were reported. The device remains implanted and in service.